Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead had low impedances of less than 200 ohms and some noise. Insulation failure was suspected. This lead was replaced however, there was no explant date provided.